Event description:
It was reported to philips that there was a start-up issue with the allura system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc was not starting, and the system stuck at 0:00. The field service engineer inspected the system onsite and after the restoration of the backup to the host pc, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had start up issues and it displayed a blue screen. The customer tried to restart the system but the issue persisted. The fse checked the system and found that the system was stuck at 00:00 countdown page, fsf service mode was not accessible and the os (operating system) crashed. The fse restored the backup to the host pc to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.